Manufacturer narrative:
In response to this complaint, a field service engineer (fse) was dispatched to the account to perform maintenance on the system . The fse primary resolution stated "confirmed main ac fuses were blown and replaced fuses. Completed all functionality and accuracy testing (passed). System returned to storage area within or area by local rep". After completion of the fuse replacement, the system was fully operational and performing as intended. Any applicable parts will be returning to the methuen imaging, navigation & robotics (inr) site and processed per nonconformance work instruction. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system there was an issue while connected to a designated red (emergency power) outlet, the robot unexpectedly shut down without warning. After attempting to power the system using multiple outlets throughout the hospital, we were still unable to maintain power. The plug indicator light does not illuminate when connected, and the battery indicator only flashes. As a result, the robot cannot be kept powered on. We were forced to abort the procedure and cancel multiple scheduled cases over the next several days.